Manufacturer narrative:
Correction to manufacturer's aware date in g3. An internal inquiry was conducted regarding the notify/aware date of the moiduddin et al article submission to the complaint handling group. On june 17, 2021 it was determined that a medtronic employee did not become aware of allegations against medtronic product in this article until the article was reviewed on april 23, 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: moiduddin et al. Stenting of the ascending aorta revisited. Catheter cardiovasc interv. 2017 oct 1;90(4):626-630. Doi: 10. 1002/ccd.27115. Epub 2017 may 4. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 12 year-old male patient with tetralogy of fallot who underwent implant of a medtronic 29 mm hancock bioprosthetic valve (unique device identifiers not provided) in the pulmonary position. During the implant procedure the ascending aorta was cannulated to perform bypass. Twenty-three years later, at the age of 35 years old, the patient developed stenosis of the ascending aorta with narrowing at the site of the aortic cannulation and severe insufficiency of the pulmonary bioprosthetic valve. A pressure gradient of 10 mm hg was measured across the ascending aorta. Subsequently, the patient underwent successful placement of a stent at the site of narrowing which eliminated the gradient. Also, a medtronic melody bioprosthetic valve (unique device identifiers not provided) was successfully implanted inside the hancock bioprosthetic valve to treat the pulmonary insufficiency. No additional adverse patient effects or product performance issues were reported.